Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of the c-ring on the vasoview 6 pro broke off and fell into the pt. The piece was retrieved through the original incision. The same device was used to complete the procedure. The hospital did not report any pt effects. The surgeon and event date were not provided by the hospital.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).